Manufacturer narrative:
Complaint not confirmed. The surface mating with the humeral head is worn and damaged, but the locking mechanism appears undamaged, except for one single dent which is likely related to the removal process. The device was easily locked in place on the humeral cup. No abnormality observed that may have contributed to the event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
The patient had a reverse shoulder done on (B)(6) 2019. She was having inflammation problems at the site; there was another case done on (B)(6) 2021 to remove the devices. They checked for infection; tests were negative. The surgeon determined that the stem and cup were loose; they were removed from the patient. A size 8 stem and cup were inserted into the patient for a total shoulder repair.